Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: only the arterial lumen adapters were received. The red adapter was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, the adapter (arterial) was broken when they opened the sealing caps of the catheter after implantation on right jugular vein and there was blood leak, the catheter was then removed and a fresh catheter was inserted. There was unspecified blood loss but blood transfusion was not required. It was stated that nothing was used to tighten or loosen the adapters. It was also stated that betadine was the cleaning agent used. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one photograph. A visual inspection of the returned photos noted: the first photo depicts the red port ¿ arterial lumen, isoplastluer adapter was broken. The second photo depicts the product package identification label. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during treatment, the adapter (arterial) was broken when they opened the sealing caps of the catheter. A fresh catheter was inserted. It was stated that betadine was the cleaning agent used. There was no patient injury.